Event description:
It was reported that the patient visited the emergency room with diabetic ketoacidosis (dka), the exact date of this visit was not reported, the patient stated it happened approximately one month prior to making a report. It was reported that the patient¿s omnipod and continuous glucose monitor were experiencing a communication error. Symptoms reported include nausea, dry mouth and fatigue. The patient was treated with intravenous fluids and zofran (ondansetron) for nausea. The patient was released after two days. Case 2 of 2 (related case: (B)(4)).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.